Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade, and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reporting a rupture, leakage and capsular contracture diagnosed shortly after implantation. ¿surgeon said the capsular contracture was normal so the patient kept the prosthesis but patient was in pain¿. The device was explanted and replaced. Side unknown.